Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es matrix drawer pocket 6 failed to open. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 6 rails were extending too far. The field service engineer (fse) replaced the rails and tested using the hardware test application, with all tests initially passing. However, further testing revealed that the newly installed right-side rail was still faulty, it prevented overextension but caused hesitation in drawer movement. The fse again replaced the right-side rail which restored smooth drawer functionality. The fse again tested the drawer in the hardware test application and confirmed all functions passed without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, matrix drawer pocket 6 failed to open. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.